Event description:
Hand piece stopped working 3 times before replacing it with a new one. Product had patient contact but no patient harm. Manufacturer response for covidien ligasure maryland sealer, (brand not provided) (per site reporter): product returned to manufacturer for evaluation. No quality report received yet.